Event description:
During routine evaluation, a syncardia technician reported that the freedom driver was out of specification for high left driveline pressure.

Manufacturer narrative:
The syncardia freedom driver will be evaluated. The results will be provided in a follow-up MDR.

Manufacturer narrative:
During investigation testing, a known functioning piston cylinder assembly (pca) was installed and the driver was retested. With the new pca installed, the driver passed all functional test steps. The root cause of the reported freedom driver out of specification for high left driveline pressure was determined to be a malfunction of the piston cylinder assembly (pca). This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. Comp-(B)(4) follow-up report 1.